Event description:
During the insertion procedure, the physician observed leaking that appeared to be around the catheter. However, upon hook up to the dialysis machine when pressure was applied it was observed that the leaking appeared to be coming from the extension tubing on the catheter.